Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument bipolar energy was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument failed the electrical continuity test on 3 out of 3 attempts. There were signs of thermal damage. Additional observation related to the customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test.